Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-4316, lot #: 17829415, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were pocket pain, fever, headache, and sickness. The physician believed that the infection was not device related. The patient went to the emergency room a couple of times and the physician took fluid from the pocket site. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was procedure related.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were pocket pain, fever, headache, and sickness. The physician believed that the infection was not device related. The patient went to the emergency room a couple of times and the physician took fluid from the pocket site. The patient was prescribed antibiotics and underwent an explant procedure.